Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our italian affiliates, during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, valve frame damage was observed. Initially, there was resistance when inserting the 26mm commander delivery system through the 14f esheath+. The delivery system and the valve however were able to exit the distal tip of the esheath+. Afterwards, valve frame damage was observed on fluoro so it was removed from the patient through a vascular surgery cut-down. The patient had an external iliac dissection up to common femoral artery and two vascular stents and a patch were required. The patient was stable after the operation.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the no product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: two (2) struts bent outwards at inflow side. The valve was expanded by engineers during evaluation and both struts remained bent outwards on expanded valve. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Due to the nature of the complaint, no functional or dimensional testing was performed. Imagery was provided and the following was observed: bent strut bent outwards in the inflow side of the valve after exiting the esheath+ distal tip. In this case, the complaint for frame damage was confirmed based on the evaluation of the returned device and provided imagery. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. A product risk assessment is captured in a technical summary written by edwards lifesciences, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfere with access vasculature resulting in additional surgical intervention, which did occur during this event. Trending analysis indicates complaint rates are within the may 2024 control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. See product risk assessment applicability action item for details. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No new pra or capas are required at this time.